Event description:
It was reported that post a coronary artery stenting treatment procedure, stent damage was noted. The target lesion was located in the mid left anterior descending artery (mid lad). A 3.00x20mm promus premier stent was deployed on an unknown date. In (B)(6) 2014, the patient was admitted in stable condition into another hospital for further intervention. During the procedure, it was noticed that the previously placed promus premier stent had proximal stent deformation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).